Event description:
The report is from the study. The pt is a male with 2-vessel disease. One lesion was treated during this procedure. The pt has a history of previous CABG, hypertension, hyperlipidemia, smoking, diabetes (typeii), chronic obstructive pulmonary disease, and family history of coronary artery disease. The indication for the index procedure was silent ischemia. The target vessel was the left main (lm) to the proximal circumflex artery (cfx). The lm was protected, there was a patent graft to at least one vessel distal to the lm. The vessel diameter was 3.5mm and the lesion length was 16mm. Pre-procedure stenosis was 70%. The lesion was de novo, with irregular contour and heavy calcification. The lesion was pre-dilated with a 3.5 x 12mm balloon at 10atm. The lesion location according to medina classification would be 1,0,1. A stent was deployed at 22atm with a single stent technique. Post-procedure stenosis was 0%. The pt was discharged the following day. The pt was followed up a month after the index procedure, and he was asymptomatic. All medications were ongoing and uninterrupted. Approx 5 months post-index procedure, the pt was hospitalized with a lateral non q-wave myocardial infarction. Troponin was elevated greater than 5 times above upper normal level. There was no evidence of stent thrombosis. Thirteen days later, the pt underwent a re-pci of the target lesion. The target vessel had a timi flow of 3 and proliferative in-stent restenosis of 60%. A taxus stent was used to treat the restenosis. The pt was followed up a month later and was asymptomatic.

Manufacturer narrative:
This product is distributed outside the us. However, it is similar to the us distributed drug-eluting stents. Add'l info will be submitted within 30 days of receipt.